Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 519mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.